Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the tube was used for removal of malignant tumor from esophageal cancer. The next day, a burn was found in the trachea and an emergency procedure was performed. There was no problem at present. Patient is alive with no injury. On follow up it was reported that thoracoscopic esophageal surgery was performed as intervention to the burned trachea. Electrosurgical scalpels and energy devices were used (manufacturer unknown) during surgery. It was reported that the patient underwent emergency surgery the next day. It is not known if general anesthesia was administered for this procedure. When asked if the surgeon was certain the area on the trachea was a burn, or could it have been a scrape/impact injury during intubation or caused by another device, the anesthesiologist reported that there was a possibility of burn on the trachea. The patient seems to have recovered. The second procedure was probably a tracheostomy.